Event description:
As it was reported by an affiliate, the device presented malfunction in the balloon channel. There was air entrance during aspiration. As it was impossible to remove the air, the device was not used due to the risk of gas embolism. This was the first occurrence of this doctor. The patient had no adverse event and is stable now.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an affiliate indicated that an air leak was noted during negative preparation of a maxi ld percutaneous angioplasty balloon. There was air entrance during aspiration. As it was impossible to remove the air, the device was not used due to the risk of gas embolism. The device prepped normally. The leakage occurred in the union point between balloon and shaft. There was no crack or separation at the level of the difficulty. No contrast was used because the problem was noted when they doctor was applying negative pressure. There was no difficulty removing the product from the hoop and there was no difficulty removing the protective balloon cover or removing it from the sterile packaging components. The device did not kink/bent at any time during the procedure and no other damages were noticed prior to introduce the device into the patient. This was the first occurrence of this doctor. There was no report of patient injury and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of balloon leakage could not be confirmed and no conclusive determination regarding the event made. Inspections are in place to prevent damaged items from being distributed and the device history report review confirms there were no issues associated with this lot. No corrective actions will be taken at this time.

Manufacturer narrative:
Additional information: device history review ((B)(4) 2012) a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15512849 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.